Manufacturer narrative:
Physio-control failure analysis center further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to shorted pins 5 to 9, on diode, designator cr30, on the therapy pcb assembly causing abnormal energy delivered message and negative portion of biphasic waveform to be missing. It also caused error code 9c19.

Event description:
The customer contacted physio-control to report that their device would not pass its user test and illuminated its service led. Upon initial evaluation, the third-party service agent observed that the device had a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. There was no patient associated with the reported event.

Manufacturer narrative:
Based on the available information, physio-control determined that the likely cause of the reported issue was an electrically shorted diode, designator, cr30, on the therapy pcb assembly, which resulted in a portion of the biphasic waveform to be missing and the "abnormal energy delivered" message to be displayed.

Event description:
The customer contacted physio-control to report that their device would not pass its user test and illuminated its service led. Upon initial evaluation, the third-party service agent observed that the device had a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. There was no patient associated with the reported event.

Manufacturer narrative:
Section d10 returned to manufacturer on, of supplemental 001 medwatch report indicates: blank section d10 returned to manufacturer on, of supplemental 001 medwatch report should indicate: 06/05/2019.

Event description:
The customer contacted physio-control to report that their device would not pass its user test and illuminated its service led. Upon initial evaluation, the third-party service agent observed that the device had a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. There was no patient associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third party-service agent evaluated the customer's device and verified the reported issue. After replacing the therapy pcb assembly and performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not pass its user test and illuminated its service led. Upon initial evaluation, the third-party service agent observed that the device had a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. There was no patient associated with the reported event.